Event description:
This unsolicited case from united states was received on 19-sep-2017 from patient. This case concerns a (B)(6) years old male patient who received treatment with synvisc injection and after an unknown latency patient was could not walk, legs feel real tired, legs feel real sore, unusual in his knees/ knees are weak, knees were tight/like a hardness, knees started swelling up/ knees were still swollen/swelling above knee cap., could not straighten his knees/could not bend them and knee very painful. No relevant concomitant drugs and concurrent conditions were reported. Patient with a history of arthritis and meniscus tare in his knees. On an unknown date in (B)(6) 2017 (first week), patient received hyaluronate sodium (euflexxa) injections (2 shots) in his knees. On an unknown date in (B)(6) 2017, patient received treatment with intra- articular synvisc injection at a dose of 2 ml every week (batch/lot number and expiration date: not reported) for arthritis in knee. Patient was given the series of three synvisc injections and had the last injection on monday week ((B)(6) 2017). Patient said the first two injection of synvisc were given a week apart but the last injection was given 9 days after the second injection. Patient said, on tuesday afternoon ((B)(6) 2017), after unknown latency, patient mowed his lawn and it took about one hour and a half. Patient said he did rest periodically while he was mowing. On wednesday ((B)(6) 2017), patient went to the gym to exercise and he did some leg curls. Patient said that both days he "did not feel anything" in his knees. On thursday evening ((B)(6) 2017), after unknown latency, patient felt something "unusual in his knees". On friday ((B)(6) 2017), patient knees started swelling up. Patient said that his physician told him to ice the knees and elevate them. On saturday ((B)(6) 2017), patient could not walk, he could not straighten his knees. Patient said he had to use a walker to get around. Patient said he was in bed for two days because he could not walk. Patient said that his sister was a nurse practitioner, she talk to her doctor, and the physician gave him some anti-inflammatory and pain medications (he did not know the names of the medications). Patient said the physician told him to ice his knees every hour or two. Patient said the knees were tight (onset date: unknown date in (B)(6) 2017) and he could not bend them. Patient said his knees were getting better but they really tight and weak. On monday morning (B)(6) 2017), patient knees was gradually feeling a lot better but his knees were still swollen. On (B)(6) 2017, patient could walk and he has some swelling above knee cap. Patient said he received a shot from his physician's office for his knees. Corrective treatment: use a walker to get around for could not walk; ice legs a lot for legs feel real tired and legs feel real sore; to ice the knees and elevate them, anti-inflammatory pills for knees started swelling up/ knees were still swollen/swelling above knee cap; pain pills for knee very painful; not reported for rest of events. Outcome: unknown for legs feel real tired, legs feel real sore; not recovered for knees started swelling up/ knees were still swollen/swelling above knee cap; recovering for rest events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event for could not walk additional information was received on 29-sep-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017:the follow up information received doesn't change the previous assessment of the case. This case concerns a male patient who received synvisc injections and was later couldn't walk. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on 19-sep-2017 from patient. This case concerns a (B)(6) years old male patient who received treatment with synvisc injection and after an unknown latency patient was could not walk, legs feel real tired, legs feel real sore, unusual in his knees/ knees are weak, knees were tight/like a hardness, knees started swelling up/ knees were still swollen/swelling above knee cap., could not straighten his knees/could not bend them and knee very painful no relevant concomitant drugs and concurrent conditions were reported. Patient with a history of arthritis and meniscus tare in his knees. On an unknown date in (B)(6) 2017 (first week), patient received hyaluronate sodium (euflexxa) injections (2 shots) in his knees. On an unknown date in (B)(6) 2017, patient received treatment with intra- articular synvisc injection at a dose of 2 ml every week (batch/lot number and expiration date: not reported) for arthritis in knee. Patient was given the series of three synvisc injections and had the last injection on monday week ((B)(6) 2017). Patient said the first two injection of synvisc were given a week apart but the last injection was given 9 days after the second injection. Patient said, on tuesday afternoon ((B)(6) 2017), after unknown latency, patient mowed his lawn and it took about one hour and a half. Patient said he did rest periodically while he was mowing. On wednesday ((B)(6) 2017), patient went to the gym to exercise and he did some leg curls. Patient said that both days he "did not feel anything" in his knees. On thursday evening ((B)(6) 2017), after unknown latency, patient felt something "unusual in his knees". On friday ((B)(6) 2017), patient knees started swelling up. Patient said that his physician told him to ice the knees and elevate them. On saturday ((B)(6) 2017), patient could not walk, he could not straighten his knees. Patient said he had to use a walker to get around. Patient said he was in bed for two days because he could not walk. Patient said that his sister was a nurse practitioner, she talk to her doctor, and the physician gave him some anti-inflammatory and pain medications (he did not know the names of the medications). Patient said the physician told him to ice his knees every hour or two. Patient said the knees were tight (onset date: unknown date in (B)(6) 2017) and he could not bend them. Patient said his knees were getting better but they really tight and weak. On monday morning ((B)(6) 2017), patient knees was gradually feeling a lot better but his knees were still swollen. On (B)(6) 2017, patient could walk and he has some swelling above knee cap. Patient said he received a shot from his physician's office for his knees. Corrective treatment: use a walker to get around for could not walk; ice legs a lot for legs feel real tired and legs feel real sore; to ice the knees and elevate them, anti-inflammatory pills for knees started swelling up/ knees were still swollen/swelling above knee cap; pain pills for knee very painful; not reported for rest of events outcome: unknown for legs feel real tired, legs feel real sore; not recovered for knees started swelling up/ knees were still swollen/swelling above knee cap; recovering for rest events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: important medical event for could not walk. Pharmacovigilance comment: sanofi company comment dated 19-sep-2017: this case concerns a male patient who received synvisc injections and was later couldn't walk. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.